Event description:
It was reported that the 9800 sys had a broken brake handle. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right orbital brake handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.